Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure symptomology due to dislodgement of the left ventricular (lv) lead. The physician noted there was no improvement in the patient¿s ejection fraction. There was elevated and high thresholds on the lv lead. The lead was explanted and replaced. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.